Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0 h6: multiple annex a codes were coded for this event. A0908 was coded for the inaccuracy. A13 was coded for the patient exams deleting. No products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system during an electrode and probe placement procedure. It was reported there was an inaccuracy of about 3 mm. Auto registration was used. All instruments were inaccurate. Accuracy was secured by manual (trace registration) and the procedure was completed without any problems. It was confirmed that misalignment occurred when the imaging system's images were combined using the navigation system with the imaging system. The planning was conducted by stereoelectroencephalography (seeg) another navigation system. A surgery was started in the biopsy procedure. The software version was attempted to be revised, but the patient exams disappeared. There was no delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.